Event description:
It was reported that while trying to remove the tined lead, the lead broke. The broken piece of the lead was left implanted in the patient. The issue was reportedly resolved and there were no diagnostic testing or troubleshooting performed. It was unknown if the patient experienced any symptoms. Follow-up was being conducted to determine patient outcome.

Manufacturer narrative:
Product ID 3093-33, lot# v574073, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).